Event description:
In 2008, the sales rep reported that during a removal of hardware and adding adjacent levels, the surgeon was using the driver when it broke off at about 15mm from the tip while removing a screw. The break was clean and all parts of the instrument were recovered. The surgeon was able to finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.